Event description:
It was reported that the pump touchscreen was cracked and unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, relying on the mobile app to interact or bolus with the pump and having manual injections as needed as well, until the replacement pump arrived.